Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with pillowing keypad overlay, cracked case on corner of belt clip rails, cracked retainer, cracked case above arrow and battery icon, faded serial number label, and cracked battery tube threads identified during the visual inspection. No blank display noted during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. In further full review in the. The insulin pump history found failed battery test alarm on the event date of october 01, 2021 at 20:16:00, 20:17:00, 20:17:27, 20:18:57, 20:21:57, 20:25:30, 20:28:51, 20:29:42, 20:32:54, 20:33:17, 20:34:51, 20:35:46, 20:36:38, 20:37:53, 20:44:37, and 20:45:42; however, found: power loss alarm on october 01, 2021 at 20:52:00, 20:52:11, insert battery alarm on october 01, 2021 at 20:15:44, 20:16:43, 20:17:10, 20:18:01, 20:21:46, 20:24:58, 20:28:33, 20:29:28, 20:32:00, 20:33:08, 20:34:00, 20:35:28, 20:36:09, 20:37:11, 20:44:13, 20:44:42, 20:46:43. The insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected failed battery test, power loss, nor insert battery alarms during testing. The insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Customer alleged for failed battery test alarm was confirmed. Customer allegation of blank display was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The information received by medtronic indicated that the insulin pump had a blank display. Customer stated battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.